Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during inspection at the user facility, the o-ring inside of the lid came out and was split in two. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site.

Manufacturer narrative:
The reported event, o-ring inside the lid of the housing came out, was confirmed. The service technician observed that the o-ring inside the lid was not attached and came out, as it was missing from the housing. As this is not a repairable product, the device was not returned to the customer.

Event description:
It was reported that during inspection at the user facility, the o-ring inside of the lid came out and was split in two. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site.